Event description:
It was reported that a patient experienced peritonitis, which manifested as abdominal pain and cloudy effluent. On the same day, the patient was hospitalized and was treated with alfacef 3g/day and medfurin 2g/day (routes not reported) for the peritonitis. Two weeks later, remedial therapy was stopped and the patient was discharged from the hospital. The patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.